Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was received and evaluated. Visual inspection reveled that the external appearance of the device was in a normal used condition. To tests its functionality the device was connected to a test generator, ablation and coagulation function were activated and the device worked as intended, however it will be sent to the manufacturer for suction evaluation. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of the device. Visual and functional test were performed, as a result; the tip is in an used condition with tissue debris in the suction ports. Handle, cable and plug assemblies are in good condition, also procedural residue is visible in suction tube. The device passed the electrical checks. Ablation and coagulation function worked as intended. The device failed in flow rate tests before and after activation. A manufacturing record evaluation was performed for the finished device lot number: u2401081, and no non-conformances were identified. No alleged deficiency has been reported by the end user relating to this complaint device. It was observed during visual inspection that the suction holes were blocked by tissue debris. During functional testing the device was found to fail flow specifications both prior to activation and post activation due to build-up of tissue debris in the distal end of the electrode, which could not be cleared during activation or additional unblocking techniques. The investigation shows the suction blockage can be attributed to procedural tissue debris at the distal end of the device underneath the active tip. The device device was found to pass electrical testing and all functional testing with the exception of the flow testing. No manufacturing defect was found with the returned device. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product IFU warns electrodes will wear form normal use, depend on factors such as length of use, high tissue tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip of wear and proper operation. Replace the electrode if excessive wear is noted. Based on a review of the investigation findings no containment or correction action related to the individual complaint is required. Based on the investigation findings, a damage was identified and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
This non-product issue complaint was created to address analysis of wrong device from it was reported from germany that the vapr tripolar 90 suction electrode device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device had tissue debris in the suction ports; and therefore, failed the flow rate tests before and after activation. This event did not occur during surgery. There was no procedure nor patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.